Manufacturer narrative:
The physical sample was not returned for investigation, the customer provided a video of the event for evaluation. The video describes an underwater test, the pilot balloon was submerged water, squeezed and bubbles are observed near the connector joint to the pilot balloon. The customer reported a faulty valve, however in the video a leak was identified near the bonding of the pilot balloon and the valve. Based on the analysis conducted and the physical sample not returned for analysis of the leak, the root cause cannot be associated with the manufacturing process. The product's history record was reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by healthcare personnel that they had a faulty valve on a tracheal tube. The cuff wouldn't hold the inflation pressure once inserted. No injury or adverse effects reported. The tube was exchanged using a catheter. The fault was discovered by the anesthetist after the product was exchanged.